Event description:
Covidien received information stating that a homecare patient was found deceased while using an achieva ventilator. At this time it is unclear if the ventilator malfunctioned as family members are providing conflicting information.

Manufacturer narrative:
The customer stated that its investigation is complete but they have not shared the results with covidien. The customer further stated that it wants covidien to perform an evaluation but they have not yet sent the ventilator to covidien. Once covidien learns the results of the customer's evaluation or performs its own evaluation, a follow up MDR will be submitted.